Event description:
It was reported that "the tubing is bursting at 600 psi". Two occurrences were reported. In one occurrence it was reported that the physician was sprayed in the face when the high pressure tubing rotator burst. The physician said they felt okay, and was not tested or treated for contamination of blood borne pathogens. No adverse effects to the pt were reported. Clarification was received in which it was stated that it was the rotator that failed in both incidents and that there have been no tubing failures.